Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle had difficult plunger movement during use and would not draw up insulin before the injection. The following information was provided by the initial reporter: "spouse of consumer reported plunger rod difficult to move and will not draw before injection, does not re-use. Problem occurred about one week ago with current box, consumer stated that there were three boxes in total. Lot numbers for two of the boxes are not available, product number is the same for all three boxes, occurrence dates for the other two boxes are unknown."

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle had difficult plunger movement during use and would not draw up insulin before the injection. The following information was provided by the initial reporter: "spouse of consumer reported plunger rod difficult to move and will not draw before injection, does not re-use. Problem occurred about one week ago with current box, consumer stated that there were three boxes in total. Lot numbers for two of the boxes are not available, product number is the same for all three boxes, ocurrence dates for the other two boxes are unknown."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8225898 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for dry barrels. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.